Manufacturer narrative:
As reported in a research article, an amplatzer vascular plug ii was used off-label to attempt to close a patent ductus arteriosus and the device embolized out of the defect. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Hold for kp. 8.15.23. The article, ¿a challenging interventional procedure: transcatheter closure of tubular patent ductus arteriosus in patients with pulmonary hypertension¿, was reviewed. The article presents a case study of an 4-year-old, 12kg patient with the following patent ductus arteriosus (pda) measurements: minimal ductus diameter = 7.1mm, ampulla diameter = 10mm, ductal length = 10mm. It was reported on an unknown date, a 10mm amplatzer vascular plug ii was chosen for implant to occlude a pda. After implant, it was noted the device had embolized into the pulmonary artery. A decision was made to admit the patient for surgical retrieval of the device and treatment of the pda via surgical ligation. [The primary and corresponding author is ilker kemal yucel, department of pediatric cardiology, university of health sciences dr. Siyami ersek thoracic and cardiovascular surgery training and research hospital, istanbul, turkey, ilkerkemalyucel@yahoo.com] periprocedural complications included device embolization, surgical intervention, hospitalization.